Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The target lesion was in the left anterior descending artery (lad). A 2.5 x 18 mm taxus express2 drug eluting stent (des) was implanted to treat the target lesion. At 1035 days later, the pt experienced chest pain and an st-segment elevation myocardial infarction. The pt had discontinued plavix approx 10 days prior and also discontinued aspirin on an unspecified date. Angiography revealed complete occlusion of the previously implanted 2.5 x 18 mm taxus express2 des. A 2.0 x 20 mm maverick balloon catheter was inflated to nominal pressure in the septal perforator and the target lesion to treat the occlusion with restoration of flow estimated at timi 2-3. "Poor" timi flow was then noted with no "distal runoff vessel'. A non-bsc aspiration catheter was successful in removing thrombus and re-establishing timi 3 flow. A 3 x 33 mm non-bsc des was implanted in the "mid to distal diagonal level up into past first septal perforator". A 3.5 x 32 mm non-bsc des was implanted proximal to the stent with "excellent results". Intravascular ultrasound confirmed "good results". The pt was given angiomax and reopro post procedure and 600 mg plavix. In the first 24 hrs following reintervention, the pt experienced sustained monomorphic ventricular tachycardia requiring IV amiodarone. There were no add'l pt complications reported. The pt was discharged 4 days later.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.